Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2021 with blood glucose of 43 to 49 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering as it was delivering insulin even when they were low. Troubleshooting was not completed. The insulin pump will be returned for analysis.